Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy for the treatment of uterine fibroids and after the surgery, the pathology diagnosed grade 1 endometrioid adenocarcinoma. She consequently had another procedure on (B)(6) 2014 for a bilateral pelvic lymph node dissection, laparoscopic bilateral oophorectomy, trachelectomy and pelvic wash. After quarterly follow-up examinations for a year, there is no recurrence so far.